Manufacturer narrative:
Technologist performing test reported that sample was collected in a gel separator tube. Package insert states samples collected in gel separator can produce (B)(6) results. Sample related issue cannot be ruled out.

Event description:
A customer reported unexpected (B)(6) with capture-cmv testing of patient sample when testing in manual capture-cmv.